Event description:
Bilateral patient. Litigation papers allege the following: in (B)(6) 2008 patient underwent a surgical procedure to implant an asr hip in her right side. In (B)(6) 2008, patient underwent a surgical procedure to implant an asr hip in her left side. In approximately (B)(6) 2010, patient began experiencing symptoms related to the asr hip, including but not limited to, discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Patients orthopedic surgeon investigated her symptoms and in approximately (B)(6) 2011, concluded that the problems were stemming from the asr hip, and that patient was going to have to undergo revision surgery in her left side. In (B)(6) 2011, patient underwent revision surgery.

Manufacturer narrative:
(B)(4). Additional information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 5/5/2015- ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/5/2015. After review of the medical records for MDR reportability, the revision operative note indicated discomfort. There was no mention of any squeaking as previously stated this complaint is for the left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.